Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the compression screw hexdriver is twisted and the tip of the device fractured. A review made by the quality engineering team revealed that the device was manufactured using the correct material and adhered to all specified print requirements. The gauge was utilized at 100% capacity from inspection per inspection procedure. An occurrence report data was ran for this part from (B)(6) 23 through (B)(6) 24 with zero defects. Also, the hex measured half of the nominal value (upon checking the return part). The hardness of the part was also checked and it passed. We do not believe smith and nephew received this part with the reported issue; we consider this happened during the operation when the surgeon applied torque. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the inspection procedure, a height gauge must be utilized to verify the length of the device's shaft. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include surgical technique used, excessive forces or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3: the sample is under evaluation by manufacturing site.

Event description:
It was reported that, during an internal fixation, the compression screw hexdriver was noticed to be extremely short. It looks like it was delivered like this. When tightening by hand, the hex slipped and surgeon was not able to get the compression desired. The surgeon was worried the compression screw was stripped and was not happy. The surgery was completed, without any delay, with the same reported device, just not the desired compression. No injuries were reported.